Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic prolapse, stage 4 out of 5 anterior, apical and posterior prolapsed, status post vaginal hysterectomy, sui and intrinsic sphincteric deficiency. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent trim and removal of extruded graft on (B)(6) /2008 due to revision of graft that had a small eroded/extruded area. Patient also underwent revision of eroded graft material, cystoscopy with guided biopsy bladder mucosa at the dome with fulguration of the bladder mucosal edges on (B)(6) 2009 due to recurrent graft erosion and extrusion. Patient underwent mesh excision on 09/28/2012 due to vaginal mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2014.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.